Event description:
It was reported to boston scientific via an article published in the journal of endourology that a retrospective study was conducted to compare the postoperative outcomes of patients with large versus small glands treated with the rezum water vapor therapy procedure. The medical records of 182 patients who had undergone rezum therapy at a single institution in the united states from july 2017 to april 2019 were analyzed. Patients were segmented into 135 with small glands and 47 with large glands. Three-month postoperative outcomes were analyzed, including american urological association symptom score (auass), peak flow, and postvoid residual (pvr). The following postoperative complications were reported: 21 patients with small glands experienced urinary tract infection vs 4 cases in those patients with large glands; five of these patients met the criteria for urosepsis and required inpatient admission for IV antibiotics, but did not require intensive care unit level care. Also, eighty percent of these patients were still retaining urine and requiring either self-intermittent catheterization or indwelling catheter at the time they developed urosepsis. Two patients with large glands required transfusion of red blood cells while no transfusions were needed in patients with small glands. Seven patients of each segment had a catheter irrigation. Three patients had a cystoscopic clot evacuation under anesthesia. In a subset of patients who were catheter dependent preoperatively, 83% of patients with large prostate glands were catheter free after rezum.

Manufacturer narrative:
Bole r, gopalakrishna a, kuang r, alamiri j, yang dy, helo s, ziegelmann mj, kohler ts. Comparative postoperative outcomes of rezum prostate ablation in patients with large versus small glands. J endourol. 2020 jul;34(7):778-781. Doi: 10.1089/end.2020.0177. Epub 2020 jun 12. Pmid: 32408768. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Bole r, gopalakrishna a, kuang r, alamiri j, yang dy, helo s, ziegelmann mj, kohler ts. Comparative postoperative outcomes of rezum prostate ablation in patients with large versus small glands. J endourol. 2020 jul;34(7):778-781. Doi: 10.1089/end.2020.0177. Epub 2020 jun 12. Pmid: 32408768. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article published in the journal of endourology that a retrospective study was conducted to compare the postoperative outcomes of patients with large versus small glands treated with the rezum water vapor therapy procedure. The medical records of 182 patients who had undergone rezum therapy at a single institution in the united states from july 2017 to april 2019 were analyzed. Patients were segmented into 135 with small glands and 47 with large glands. Three-month postoperative outcomes were analyzed, including american urological association symptom score (auass), peak flow, and postvoid residual (pvr). The following postoperative complications were reported: 21 patients with small glands experienced urinary tract infection vs 4 cases in those patients with large glands; five of these patients met the criteria for urosepsis and required inpatient admission for IV antibiotics, but did not require intensive care unit level care. Also, eighty percent of these patients were still retaining urine and requiring either self-intermittent catheterization or indwelling catheter at the time they developed urosepsis. Two patients with large glands required transfusion of red blood cells while no transfusions were needed in patients with small glands. Seven patients of each segment had a catheter irrigation. Three patients had a cystoscopic clot evacuation under anesthesia. In a subset of patients who were catheter dependent preoperatively, 83% of patients with large prostate glands were catheter free after rezum.